Event description:
The patient reported via the manufacturer representative that they were getting great therapy for about a year and a half but then lost it. After multiple attempts of reprogramming they were unsuccessful in getting adequate relief again. When stimulation was turned on at the reprogramming sessions the patient would be in more pain than when it was shut off. There were no known contributing factors. The device was explanted and the issue was resolved.

Manufacturer narrative:
Concomitant of medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type: lead . If information is provided in the future, a supplemental report will be issued.